Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the left atrium was perforated anterior to the right superior pulmonary vein (rspv). Some ablation had been performed prior to this event but not at the site of injury. Patient became hypotensive and tachycardic. Tamponade was confirmed via intracardiac echocardiogram. Procedure was aborted, catheters were removed, and pericardiocentesis performed yielding an unknown amount of fluid. Patient was stabilized and moved to the operating room pre-op and prepared for surgery. There is no information regarding extended hospitalization. Patient fully recovered and was discharged to home. There were no factors cited that may have contributed to this adverse event. Physician's opinion regarding the cause of the adverse event was that he was certain the perforation occurred while mapping with only the smarttouch catheter in this area. Transseptal puncture was performed with a st. Jude medical brk1/brk2 needle. There were no error messages observed on any bwi equipment during the procedure. Patient received anticoagulant of heparin during the procedure with activated clotting times between 350-400 seconds.